Event description:
The battery charger, 120 volt" was sent for evaluation due to smoking while the batteries were on the charger. The batteries also heated up while on the charger. There were no visible flames coming from the charger. There was no user injury or adverse consequences associated with the device.